Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed functional testing, the lower case was broken, the ventricular output connector was broken, the ring was missing, the ring cover was broken and both bail covers were cracked. (B)(4)

Event description:
It was reported that the unit had cracks at the top of the casing and the connector ports were damaged. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.